Event description:
Pt uses a dexcom g7 to control the insulin delivery from his automated insulin delivery device the beta bionic ilet. "Pt called this am concerned that his bg has been trending low dexcom reading 58-80 fs of 107 walked him through steps to calibrate on ilet cgm value remained at 75 post calibration report shows that in past 4 days average glucose has decreased from 136 to 79 trending below normal target of 120 no medication changes hasn't taken ozempic in > 1 month no activity/diet changes pt has not announced a meal in 2 days due to fear of going low and has received very little basal insulin in 3 days advised pt to change sensor increase target to higher of 130 will need updated weight to reassess tomorrow pt agreeable to plan". On (B)(6) 2025 he reached out to the office and the issue resolved with changing of the sensor. It is not possible to tell how much insulin he was receiving during the time that the sensor was malfunctioning, but it appears that the pump was suspending insulin for at least half of the day. If patient was insulinogenic, he could have gone into dka (diabetic ketoacidosis), particularly since when he placed the new sensor his glucose levels were reading in the high 200s and low 300s. This malfunction also alters the daily insulin delivery he will receive for the next few days as the algorithm is based in part on insulin received prior days. Reference report: mw5167708.